Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 08/2024) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a recanalization procedure in the common femoral vein and external iliac vein via the popliteal vein access, the tip of the guidewire was allegedly broken off inside the patient's heart. It was further reported that the retained marker portion of the wire was retrieved with a snare device. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the common femoral vein, femoral vein and external iliac vein via the popliteal vein access, the marker portion of the guidewire allegedly broke off inside the patient's heart. Reportedly, the retained marker portion of the wire was retrieved with a snare device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was not returned for evaluation and hence, a physical investigation was not possible. Also, no pictures or videos were provided for review. User provided report contains information regarding helix break. Due to no physical sample and pictures/videos received, the reported malfunction can not be confirmed. Therefore, the investigation is inconclusive for the reported helix break and detachment issues. A clear root cause could not be established but a helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during a thrombectomy and atherectomy procedure in the common femoral vein, femoral vein and external iliac vein via the popliteal vein access, the marker portion of the guidewire allegedly broke off inside the patient's heart. Reportedly, the retained marker portion of the wire was retrieved with a snare device. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: no physical sample or pictures/videos were received. A physical investigation was not possible. The user provided report contains information regarding helix break. Due to no physical sample pictures/videos received the reported malfunction cannot be confirmed. A clear root cause could not be established but a helix break represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (medical device expiration date), g3. H11: d2b (qew; dqx), d4 (unique identifier (UDI) #). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.